Event description:
It was reported that the device was unable to move past the self test screen on boot-up. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.